Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Manufacturer narrative:
Describe event and other relevant history updated. (B)(4).

Event description:
It was further reported that at the time of the index procedure pci was performed in the proximal right coronary artery (prox rca) and the left anterior descending artery (lad). The restenotic target lesion located in the prox rca with reference vessel diameter of 3.20 mm, a length of 26.9 mm was treated with pre-dilatation, deployment of a 3.00x32 mm taxus express 2 stent and post-dilatation. Residual stenosis became 7%. Timi-3 flow remained unchanged throughout the procedure. The lesion located in the proximal lad was treated with deployment of a non bsc stent. In (B)(6) 2008, the patient was diagnosed with silent ischemia and was discharged on bayaspirin, plavix and warfarin.

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient expired. The lesion being treated was located in the proximal right coronary artery. The physician successfully implanted a 3.00x32mm taxus express2 stent in the lesion. In (B)(6) 2010, the patient expired. The physician heard this information from other facility, therefore the cause of the death is unknown.